Event description:
This report is for two insertion sleeves for 5.0mm ti locking screws.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This report is to inform that there was a quantity of 2 products associated with this event and all previous reports were for two insertion sleeves for 5.0mm ti locking screws. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the samples were returned in good condition and with the spring ring is missing on both parts. There are surface scratches in the ring groove which indicates that the rings were present. Product development evaluation concluded the condition of the parts indicates that the spring ring had been present on both and the age indicates successful usage for an extended period of time. There are no indications of any manufacturing or design related issues with the returned parts. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is invalid from a manufacturing perspective.

Event description:
This is report 1 of 1 for complaint (B)(4).

Event description:
It was reported that during a proximal tibia procedure, the insertion sleeve would not lock into the aiming arm. As the surgeon was attempting to pass it through, the ring fell off onto the floor and was discarded by the operating room staff after the procedure was completed. Another insertion sleeve was obtained, however the ring was missing. Surgeon was able to complete the procedure with no adverse effect to the patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). Original awareness date is (B)(6) 2012. Placeholder.